Event description:
Physician reported right side seroma, capsular contracture, baker grade unknown. Patient was diagnosed with alcl. Pathological markers cd30 positive and alk negative have been provided. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.3, b.5, b.7, g.1, g.3.

Manufacturer narrative:
The events of capsular contracture, baker grade unknown and alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported right side capsular contracture, baker grade unknown and alcl.

Event description:
Explanting surgeon initially reported a capsular contracture ((baker grade has not been specified) and seroma in right breast. The explanting surgeon later reported patient had being diagnosed with alcl (marker alk- and cd30+ have been confirmed). Healthcare professional reported additional event of "lymphatic nodes right armpit (excisional biopsy): reactive changes, absence of neoplastic process in the 4 isolated lymphadenopathies" and "lymphatic nodes of sub centimetric size in right armpit". The device has been removed. This record relates to the right side.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy, f2203 imaging required. Additional, corrected and/or changed data.

Event description:
Explanting surgeon initially reported a capsular contracture ((baker grade has not been specified) and seroma in right breast. The explanting surgeon later reported patient had being diagnosed with alcl (marker alk- and cd30+ have been confirmed). Healthcare professional reported additional event of "lymphatic nodes right armpit (excisional biopsy): reactive changes, absence of neoplastic process in the 4 isolated lymphadenopathies" and "lymphatic nodes of sub centimetric size in right armpit". The device has been removed. This record relates to the right side.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Healthcare professional additionally reported "two lumps present in the outer quadrants of the right breast, consistent with tumor lesions related to the anaplastic lymphoma".

Manufacturer narrative:
The event of lump/ nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; deformation, voids, the weight the device within specification, wear abrasion, crease fold and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side seroma. The device has been explanted.